Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they have been experiencing power loss with the insulin pump. Customer stated they have performed different battery changes, but the issue persisted. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected power loss alarm was noted. The pump was monitored for several days, and no unexpected power loss alarm was noted. The sleep currents were within specification. The pump passed the self test. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.